Event description:
It was reported that the patient experienced unspecified issues with an ambicor penile prosthesis (app). The ambicor device was explanted and a new inflatable penile prosthesis (ipp) was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to a fluid leak. The patient had a good outcome with no further complications.